Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. The tip was confirmed fractured. Manufacturing files were reviewed and no anomalies were found. Manufacturing review revealed an instrument approximately 8 years old. The probable root cause is normal wear based on usage and instrument age.

Event description:
It was reported that the draw rod tip for the screwdriver broke off in the screw after it was implanted. The surgeon attempted to unthreaded the draw rod but after he removed the driver he noticed the tip was broken and still threaded in the screw. He left the screw in the patient with the tip of the draw rod.

Event description:
It was reported that the draw rod tip for the screwdriver broke off in the screw after it was implanted. The surgeon attempted to unthread the draw rod but after he removed the driver he noticed the tip was broken and still threaded in the screw. He left the screw in the patient with the tip of the draw rod.